Event description:
During a surgical procedure with a robot, the lateral tilt function (left or right not specified) was reported to have started to move without being activated. The hand control was noted to be on the floor when the movement started. When the hand control was picked up by a surgical staff member, the movement stopped. No injury was reported.

Manufacturer narrative:
Hospital biomedical personnel replaced the hand control and the table was placed back in use. A report was not filed with berchtold until oct. 2012. The table was evaluated by a berchtold representative in september 2012 and no problems were found.